Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately one week post-implant, muscle stimulation and high out of range pacing impedances were observed on follow-up. The physician elected to explant the lead and replace with another boston scientific lv lead of a different model type. Final system measurements were acceptable. No return of product is expected and no adverse effects reported prior to, nor during, the revision procedure.